Event description:
It was reported that the hahn tapered implant fractured. The patient's bone type is I, and their oral hygiene is excellent. The patient presented on (B)(6) 2022 for a primary procedure on tooth #14. On (B)(6) 2023, after the final prosthesis delivery, the patient followed up 6 months later and complained of a fractured sound and slight mobility. There is no medical or dental history prior to implant placement. The implant did osseointegrate, but the implant fractured. The patient felt uncomfortable chewing. The patient returned on 08/07/2025, and the device was removed and not replaced. The symptoms resolved after the implant removal. Bone grafting was done the day the implant was removed, and the implant will be placed in 4-6 months. No permanent injuries were reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6090148 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6090148 and found no additional product in stock. Investigation methods/results the device was returned but not in the original package. The size of the implant could not be verified as the implant was returned fractured. Matter was observed in the threading of the implant and there were indentations on the upper portion of the returned implant. Root cause description a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the placement which may have caused a fracture to occur over time. Additionally, it is unclear the methods of implant placement used during the procedure and the insertion torque value. Per the reported information, the patient has a history of smoking which could have contributed to the bone not integrating with the implant surface. IFU-570 rev 2 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 2 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 2 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).